Event description:
It was reported that the device's preventive maintenance alarm was triggered. The event occurred during maintenance. There was no patient involvement.

Manufacturer narrative:
The suspected device was returned for evaluation. Review of the event history log (ehl) showed an error code 1310 (intermittent rtc battery connection). The device was visually inspected and found that the damaged downstream occlusion (dso) sensor. Functional test was performed, and the device shows 1310 error. Error will be clear and real time clock (rtc) battery records 1807 days, which is over limit. The rtc battery and the dso sensor were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.